Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.